Event description:
The customer complained of erroneous results for 1 patient sample tested for ammonia (nh3l). The erroneous results were reported outside of the laboratory. The initial nh3l result was 239 umol/l. The repeat result was 52 umol/l. No adverse event occurred. The nh3l reagent lot number was 609135 with an expiration date of 06/30/2016. The field service representative checked the wash, rinse mechanism and reagent probe volumes. The probe stream was normal, the cell cover was replaced. Quality controls were within range.

Manufacturer narrative:
A specific root cause could not be identified. The most likely root cause is due to a pre-analytic issue. The centrifugation time was short (3 minutes). This could have caused the elevated results. The customer has not complained of any additional issues.